Event description:
It was reported through the litigation process that approximately seven years and nine months post filter deployment, it was alleged that the filter perforated through the vena cava wall with one lying in very close proximity to the adjacent wall of the aorta. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven years and nine months of post-deployment, a computed tomography of abdomen and pelvis was performed which showed infra renal inferior vena cava filter was noted at l2 level. The filter apex/hook was positioned at the level of the renal vein confluence. No significant caudal or cephalad filter migration since implantation. The filter was not tilted on deployment, but now displays slight medial tilt (7 degrees). Filter apex and hook do not contact the caval wall. All of the six of filter legs (primary struts) tent the wall of the inferior vena cava, with three legs perforating through the caval wall. All of the six of filter¿s arms (secondary struts) also tent the inferior vena cava wall, with two of the arms perforating through the caval wall medially. One of the perforating arms lies in very close proximity to the wall of the adjacent aorta. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 02/2014). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for alleged perforation of the inferior vena cava as no objective evidence has been provided to confirm any alleged deficiency with the filter. A definitive root cause for the alleged perforation of the inferior vena cava could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that, approximately seven years and nine months post filter deployment, it was alleged that the filter perforated through the vena cava wall with one lying in very close proximity to the adjacent wall of the aorta. The current status of the patient is unknown.